Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage on the motor, battery tube, vibrator and keypad assembly. The all functional test was unable to be performed due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they fell into the swimming pool and drops of water came out of the insulin pump when the down arrow button was pressed. Customer advised there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.